Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ax55g instrument would not staple properly. There was no consequence to the pt.